Event description:
The customer contact reported a burning smell from the device. This does not indicate a reportable event. However, during verification testing, the probable cause for the burning smell was due to a burnt driver pwa. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.